Event description:
Routine complaint investigation when a consumer reports receiving high reading of 135mg/dl on the blood glucose monitor when compared to the laboratory value of 64mg/dl. The values, when plotted on a clarke error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.